Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that not able to replicate complaint. Tested all buttons on pendant. All buttons are working properly. Remote logged into image acquisition system (ias) computer and was able to verify every button function on the software window of application. They connected with site and imaging system working properly. B01,c19,d14,g02040 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the gantry movement buttons on the pendant were difficult to press. Site was still able to use the buttons. Representative unaware if other buttons on the pendant were also experiencing the issue. There was no impact on patient. Patient presence and length of surgical delay was unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and stating that there was no patient present and it was out of procedure.